Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 254 mg/dl on aviva expert meter (system 1) and 92 mg/dl on aviva meter (system 2). Customer used the same vial of test strips for each test. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.